Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. ¿ one unpackaged ar-9231-vl-03 serial/batch number 052120 was received for investigation. ¿ functional testing was not performed due to damage to the device. ¿ visual inspection noted that the returned device has received damage due to drilling. ¿ the most likely cause is attributed to misuse/use error due to improper drilling/misaligned insertion. According to the dfu (directions for use) instruments dfu-0023-eo, revision I. Cautions 1. Users of this device are encouraged to contact their arthrex representatives if, in their professional judgment, they require a more comprehensive surgical technique or more information. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. 3. Do not use arthrex instruments for any purpose other than their intended use. Manipulating soft tissue or bone with an instrument not intended for that use may result in damage to the instrument. 4. Instruments with adjustable components must be handled with care. Overtightening or rough handling of the instrument may damage the locking mechanism. Locking mechanisms with internal polymer components may become weakened after repeated autoclaving.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-feb-2026, a sales representative reported via (B)(4) that the ar-9231-vl-03 modular vaultlock drill guide is misaligned as a result from off-access drilling. This issue was discovered during a case with no patient harm.